Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Zimmer package insert states loosening of the prosthetic knee components as a potential adverse effect of the surgical procedure. A definitive root cause cannot be determined with the information provided. This device is used for treatment. Device history records for the tibial component were reviewed and indicated the device was manufactured, inspected, and packaged to specifications.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to loosening.